Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records received. Review of the available records identified the patient underwent a right total hip arthroplasty revision due to periprosthetic infection. The patient then underwent wound dehiscence, hematoma removal, debridement, and drainage. There was no suspicion of infection and secretions stopped after the surgical intervention. No product was revised. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. The reported event is a procedure related complication and/ or non-device related. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00630505036 liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells, 00625006535 bone screw self-tapping 6.5 mm dia. 35 mm length unk tm shell 54mm. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains imlanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 05180, 0001822565 - 2019 - 05181, 0001822565 - 2019 - 05183.

Event description:
It was reported patient underwent surgical evacuation of a superficial postop hematoma and debridement of wound dehiscence approximately one year post implantation. No product was revised, and the patient was discharged without further complication. Attempts have been made and additional information on the reported event is unavailable at this time.